Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vticmo13.7 implantable collamer lens, -16.0/+3.5/093 (sphere/cylinder/axis), into the patient's right eye (od) on (B)(6) 2021. Intraoperatively the lens was exchanged with a shorter lens due to excessive vault. The problem is resolved.

Manufacturer narrative:
H3. Device evaluation: the lens was returned in a microcentrifuge vial with moisture. Visual inspection found no visible damage to the lens. Claim# (B)(4).